Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection noted a broken inner enclosure. Functional evaluation revealed a burned electrical component on the control board, and a migration of 1.8 was measured, indicating hydraulic fluid loss. The complaint was confirmed and the root cause has been associated with an electrical component failure. The hot and burning smell reported by the customer was likely due to the identified burned component on the pcb. The pcb malfunction possibly caused an over voltage event, causing the battery to become hot. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy, the spider 2 tenet battery became very hot and had a burning smell. No injuries, delay or complications reported.